Event description:
It was reported that the tip of a cayman mi spring loaded awl was 'curved' intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Material analysis, visual, functional, and dimensional inspection could not be performed as the product was not returned. Device history records could not be returned as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were observed. Photos or additional information were not available. Excessive force during operation may have contributed to the event however this can't be confirmed.

Event description:
It was reported that the tip of a cayman mi spring loaded awl was 'curved' intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.